Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a recurring error alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer delivered a bolus that was not recorded in the bolus history. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed due to faulty connector on remote frequency board. The insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted.